Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records - lot 3479392 conformed to the specifications when released to stock failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; a bump was noted in the top of the valve casing and the rotating construct was in the upper position. The valve was hydrated. The valve was tested for programming and the valve failed the test, the rotating construct did not move. The valve passed the test for leaks, occlusion, refux, siphon guard and pressure. A bump mark was noted in the top of the valve casing and biological debris on the helical spring. The root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock the root cause for the rotating construct in the upper position is probably due to the valve receiving a hard knock and as well as the biological debris. The possible root cause for the issue reported by the customer could be due to biological debris and the valve receiving a hard knock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a defective certas valve. The patient returned to surgery for valve removal. No additional information was provided after several attempts.